Event description:
It was reported that cadd legacy pump is alarming error code 1720. Discovered during testing. No patient injury reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing a tamper seal. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Faulty motor was replaced. The cause of the reported problem could not be determined. A DHR (device history review) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: d4: correction: model number: 6400.